Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "the soft surface of the cassette was suspected to be damaged. This was identified during inspection, before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and one gel mark approximately 1mm length was observed on the welded cassette sheeting. An under water pressure test was performed and no leaks were observed. Functional testing was performed and no abnormalities were observed. The reported condition was verified. The cause of the event was determined to be supplier manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No damage on the cassette sheeting can be observed from the photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.